Manufacturer narrative:
(B)(4). Batch # u5dd6h (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During the analysis was noted that when the knife was advance the firing speed was slower than when reverse, due to this the device was disassembled in order to verify the internal components condition. Upon evaluation, saline stains were noted on the internal components that could impact the performance of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached as to what may have caused the pcb board to be damaged. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was fired slower than usual. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.